Manufacturer narrative:
Device evaluated by MFR: the delivery device was returned for analysis with stent already deployed. A visual and tactile examination identified no issues with the delivery device that may have led to the complaint. The investigator identified no issues with the returned stent that may have led to the complaint. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. During preparation of a 8x40x75/ 6f wallstent¿, after opening the product packaging, it was noted that the stent had prematurely deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that premature stent deployment occurred. During preparation of a 8x40x75/ 6f wallstent¿, after opening the product packaging, it was noted that the stent had prematurely deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.